Event description:
When inserting screws (6mm x 1mm) three of five broke off during insertion at head of screw. This happened without much torque at all (if any). The broken screws x 3 remain in the bone. These screws were being used to anchor a mesh plate to the floor of a left orbit.